Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 212 mg/dl at the time of the report. The customer last changed her infusion set the day before the event. The customer stated that she has recently started exercising and has been eating less. Nothing further was reported.